Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have damaged housing, and a scratched screen, and a recessed pogo interface pin related to the battery charging circuitry. Internal inspection revealed a cracked plastic screw holder inside the battery compartment, and broken plastic around sensor ferrite core. The pogo pin was extended into normal position and the battery was able to charge when docked. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device has a broken interface pin, and shuts off once removed from docking station. No consequences or impact to patient were reported.